Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that when the physician tried to detach the hub of the hemodialysis circuit from our catheter in the dialysis room, the connection between the hub of the circuit and the catheter was so tight, force had to be applied to separate them. As a result of the force used, the hub of the circuit broke. The catheter was removed and replaced without issue. There was no delay, death or complications to the pt.